Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). No product returned for investigation. Most likely underlying root cause: mlc-62-user had poor technique.

Event description:
Consumer reported a complaint for erratic blood glucose test results. The director of nursing at the medical facility called on behalf of the patient. The customer is concerned with tests results obtained of 122 and 315mg/dl. The expected fasting blood glucose test result range is undisclosed. The customer did not reported symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 12/21/2020 and open vial date is unknown. The meter memory was reviewed for previous test result history: (B)(6).

Event description:
Consumer reported a complaint for erratic blood glucose test results. The director of nursing at the medical facility called on behalf of the patient. The customer is concerned with tests results obtained of 122 and 315mg/dl. The expected fasting blood glucose test result range is undisclosed. The customer did not reported symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 12/21/2020 and open vial date is unknown. The meter memory was reviewed for previous test result history: result 1: 315mg/dl, date: (B)(6) 2019, time 18:15 fasting, result 2: 122mg/dl, date (B)(6) 2019, time 18:15 fasting, result 3: 243mg/dl, date (B)(6) 2019, time 12:53 fasting, result 4: 82mg/dl, date (B)(6) 2019, time 08:52 fasting, result 5: 263mg/dl, date (B)(6) 2019, time 17:51 fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report #: (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-62-user hadpoor technique. Test strip UDI#: (B)(4). Note: same reporter facility, similar complaint as MDR's 00256, 00257, but different products involved. Note 2: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that it is comfortable with results from the replacement meter.